Event description:
It was reported that the patient had not used or charged the implantable neurostimulator (ins) for one year. The reposition antenna icon was seen on the recharger and after using the antenna locate (al) feature, the reposition antenna icon had continued to be present. The patient was scheduled to have a lead revision on the monday following the date of this report. The patient¿s healthcare provider (hcp) wanted to move the paddle lead down the patient¿s spine in order to cover both of the patient¿s knees. The stimulation that the patient had received during the trial ¿worked great¿ as it had covered both of the patient¿s pain areas, above the knees, but the permanent implant had only covered the patient¿s hips and slightly below the hips. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger. (B)(4).